Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. All pieces were returned for evaluation. Visual inspection of the returned provisional found signs of repeated use and a fracture on the medial side of the post. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while trialing during a left knee arthroplasty, the articular surface provisional fractured. All pieces of the fractured instrument were removed from the patient. There was no delay in procedure due to the event. No additional consequences were reported.